Event description:
Caller alleged discrepant results compared with the doctor's inratio and the lab. Results as follows: date: (B)(6) 2011, inratio2: 3.8, doctor's inratio: 2.6. Date: (B)(6) 2011, inratio2: 3.6, doctor's inratio: 2.4, lab: 2.4. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.